Event description:
The account alleged they replaced the mechlock on the surgical stretcher on the head section and it will not lock. No report of injury.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.